Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The spacer is completely detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma and coagulation as intended. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. A clinical review states per case details, the tip was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event.

Event description:
It was reported that, during a shoulder stabilization surgery, the white casing on the tip of the covator wand came apart and fell off inside the patient. The piece was removed with grasper. The procedure was completed without delay using a back-up device. No further complications were reported. Patient is post surgery recovering.

Event description:
It was reported that, during a shoulder stabilization surgery, the white casing on the tip of the covator wand came apart and fell off inside the patient. The piece was removed with grasper. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).